Event description:
It was reported that during a device replacement procedure for normal battery depletion, when electrocautery was performed in the device pocket, the device polarity changed from bipolar to unipolar. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.